Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower 4, doors 1 and 2 were repeatedly failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial & medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer powered down the station, removed the latch column, and replaced all four latches on doors 1 through 4. After reinstalling the latch column, the station was powered back on and verified for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 4, doors 1 and 2 were repeatedly failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.